Manufacturer narrative:
Investigation: lot number(s): hcg9070031. Exp date(s): 06/2011. Control: 24miu/ml hcg urine control lot: hcg090617-01. 100miu/ml hcg urine control lot: hcg090521-01. 264iu/ml hcg control lot: hcg091015-04. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. The 264iu/ml hcg urine control yielded clearly positive results at 3 minute read time. Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected. Verified the product number, product description, lot number, and batch record. No abnormal results were found. Lot number(s): hcg9070031. Exp date(s): 06/2011. Control: 25miu/ml hcg urine control lot: hcg090617-01; 100miu/ml hcg urine control lot: hcg090521-01; 284.1iu/ml hcg urine control lot: hcg091015-03. Summary of results: the returned devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5); the 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. The 284.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. Conclusion: from return and retain testing with in-house controls, the client's result was not replicated and the product met qc specs. No corrective action required at this time as no product deficiency was established.

Event description:
False negative urine hcg results reported on three different pts on 3 different dates: (B) (6) 2010, (B) (6) 2010, (B) (6) 2010. Testing was performed immediately following collection of urine samples. Caller stated that confirmatory tests were positive. Two pt's results were given: 293.11 and 204. It was not indicated which pts these results were for or what instrument was used. No further pt info was provided. The intended use of test was for pregnancy testing. No samples available, but product to be returned for investigation at biosite.